Event description:
The reporter indicated that the device was explanted due to pt involvement in a three-wheeler accident causing blunt trauma to chest and left shoulder. The pt presented to hosp with pacemaker failure - unable to capture. A temporay external pacemaker was used until a new system could be placed. The old generator was given to the pt by the physician.